Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Analysis confirmed that the device locked up with an error. It was also noted that the main processing unit (mpu) was out of electrical specification, an error kept displaying when loading software, and the input/output (I/o) connector on the link electronic module (lem) circuit board was damaged. Concomitant product: product ID 2067, radiofrequency head; product ID 229047, analyzer. (B)(4).

Event description:
It was reported that the programmer locked up during an attempted software upgrade via the universal serial bus (usb) port. Trouble shooting was performed with technical services but the situation was not resolved. The programmer was returned for service. It was analyzed and tested out of specification. There was no patient involvement.